Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst unplugged a wire that was connected to one of the chips on the motherboard. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst performed a workaround to temporarily resolve the reported problem. Furthermore, the fst allegedly told the biomed that a software update to resolve the issue was in development. The complaint event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support to request onsite service for a 2008t hemodialysis (hd) machine. Additional information was obtained through follow up with the biomed and the facility¿s charge nurse (cn). It was reported that the machine displayed a "remove usb device 2" message during a patient¿s hd treatment. The alarm occurred forty-five minutes to an hour after the treatment began. The machine was pulled from service and the patient was transferred to a different machine. The patient¿s blood was not returned prior to their transfer, and the event resulted in approximately 150 ml of blood loss. The patient was able to complete their treatment after being transferred and re-setup with new supplies. A fresenius field service technician (fst) went onsite to help repair the machine. According to the biomed, they opened the motherboard itself and unplugged a wire that was connected to one of the chips. The fst explained to the biomed that this action was a temporary workaround to the reported issue, and that a software update to resolve the issue was in development. There were no damaged components found, and no parts that required replacement. The patient was utilizing a revaclear dialyzer with combi set bloodlines. There were no issues with the disposable supplies. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was returned to service after the repair was completed, and there have been no further issues with it since.